Event description:
Customer reported that the insulin pump alarmed failed battery test and alarm was found in the alarm history. Customer stated they were happening a lot back in (B)(6). The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer stated the alarm came up an hour after putting in the battery. Customer states he did receive a low battery alert prior to the off no power alert. The battery cap is not loose, cracked or damaged. Every battery he inserts marks weak battery. Customer could not agree to replace the insulin pump due to the family's financial situation. He was advised to discontinue use and revert to a back up plan. Blood glucose value was 260 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.